Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with diabetic ketoacidosis and pancreatitis. The patient reported that they were unable to connect their pod to their dexcom g7 continuous glucose monitor (dexcom were notified of this on (B)(6) 2026). The patient attempted to connect 4 pods to the dexcom g7 and none were able to connect, which led to the patient being hospitalised (see related cases: (B)(4)). The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.